Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cpu was replaced, and the unit was returned to service.

Event description:
The hospital reported that during planned maintenance, unit fails the 5v alarm test. Unit did not alarm. There was no report of patient involvement.